Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having paramedics treat for low blood glucose of 15mg/dl. Customer indicated that their blood glucose value was 170mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Troubleshooting assisted customer with the pump alarm settings. Customer will call back at a later time for further troubleshooting, as they do not have a new battery to try in the pump.